Event description:
A customer contacted beckman coulter inc. (Bec) stating that fluid from the backwash leaked from a broken rinse cup on their coulter lh 750 hematology analyzer. Approximately 3cc of the fluid flowed into the white under tray, but did not overflow outside the instrument. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe) consisting of a gown and gloves at the time of the incident. No injury or exposure was reported. No patient results were affected by the leak.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced probe wipe assembly which resolved the issue. The root cause for the leak is a broken rinse cup. (B)(4).